Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 134 mg/dl on the meter versus an unknown lab result per ccr notes. Tests were done within 10 minutes with a difference greater than 20% or 20 mg/dl per ccr notes. Patient did not experience any adverse events. No further information has been reported.